Manufacturer narrative:
No devices were returned to examine. No other reports were found against the provided product/lot code combinations in a search of the complaints databases. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address liner disassociation. Update rec'd 5/27/2016: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a dislocation of the liner from the cup. The pegs were noted to have worn off. One screw was noted to be prominent-it was screwed back in. There were 2 screws implanted during the primary operation on (B)(6) 2010, so one unknown screw is being added to the complaint.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).